Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2003 and right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2011 allegedly due to pain, elevated metal ions, and squeaking hip. A review of invoice history confirmed the primary surgery dates and that a modular head was removed and replaced during the revision procedure. No other information has been provided regarding additional revision procedures. Information received reports patient underwent a left hip revision on (B)(6) 2013. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to metallosis, osteolysis and a pseudotumor. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-02328, 02329, 02334 & 02335).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-02328, 02329, 02334 & 02335).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2003, and right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2011 allegedly due to pain, elevated metal ions, and squeaking hip. A review of invoice history confirmed the primary surgery dates and that a modular head was removed and replaced during the revision procedure. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.